Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose increased to 429 mg/dl due to a bent infusion set cannula. The patient treated via manual insulin injection. Troubleshooting was initiated to review the customer's infusion set insertion protocol and usage. However, troubleshooting for the high blood glucose was declined. The insulin pump was not returned or replaced. One infusion set was returned for analysis and two replacement sets were shipped to the customer.